Event description:
The facility representative reported a colleague infusion pump with a 550:320:654 failure code. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). The reported condition was confirmed. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A follow-up report will be filed if any additional details becomes available.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed that this device has not been serviced by baxter prior to this event. A device history review revealed no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).